Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received service report, replacement of the inspiratory pressure transducer printed circuit board (pcb) solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. The pressure transducer pcb is part of the pressure measuring in the system. A faulty pressure transducer pcb may lead to inaccuracy in pressure measurement. This will be detected during system checkout and high priority alarms will be generated if the failure occurs during treatment. The evaluation of the device's log confirms occurrence of technical error code indicating safety valve open. System checkout (sco) performed after case revealed that pressure transducer test failed as well. It failed due to zero pressure offset drift being outside defined intervals for inspiratory pressure transducer printed circuit board (pcb). The inspiratory pressure transducer measured that zero pressure offset had drifted outside acceptable limits (drifted more than +/-300 mv from factory default), measured offset was 0 v. The most probable root cause according to the CAPA investigation is a loose contact in the customer unit, i.e. Loose contact between the pressure transducer pcb contact and the pcb that holds the pressure transducer pcb. The main backplane board holds the reflector pressure transducer pcb, the expiratory channel board holds the inspiratory and fresh gas pressure transducer boards and valve drivers board holds the expiratory pressure transducer pcb. Improvements have been made to avoid loose contact for the pressure transducer board. The improvements have been implemented on expiratory channel board, main backplane board from revision 06 and on valve drivers board. The complaints that triggered the CAPA were all from units manufactured before the improvements were implemented.

Event description:
It was reported that the anesthesia workstation generated technical error code indicating safety valve open. There was no patient harm. Manufacturer's ref. #: (B)(4).